Event description:
It was reported in a literature article that after angioplasty to treat 90% basilar artery stenosis, the patient developed a bilateral posterior fossa ischemic stroke and died within 6 hours. The patient underwent the procedure between august 2003 and september 2009. The exact date of the procedure is unknown.

Event description:
It was reported in a literature article that after angioplasty to treat 90% basilar artery stenosis, the patient developed a bilateral posterior fossa ischemic stroke and died within 6 hours. The patient underwent the procedure between (B)(6) 2003 and (B)(6) 2009. The exact date of the procedure is unknown.

Manufacturer narrative:
Event date: the patient underwent the procedure between august 2003 and september 2009. The exact date of the procedure is unknown. Device is not available to the manufacture.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke and death are known and anticipated complications to these types of procedures and patient condition, and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.